Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while preparation for a colonoscopy procedure, his olympus evis exera iii xenon light source was presenting a b30 scope communication error. According to the initial reporter, the patient had not yet entered the room when this error occurred. The staff was able to successfully troubleshoot the device with olympus technical assistance center (tac) personnel prior to the start of the procedure. Reportedly, the colonoscopy was completed using the subject device without any harm to the patient.

Manufacturer narrative:
The subject device manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was determined that b30 was displayed due to liquid residue or a foreign material since the issue was resolved by cleaning the endoscope connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.